Manufacturer narrative:
(B)(4). The peritonitis events were further described as "too many bouts of peritonitis." The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an unspecific number of peritonitis events coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis events was not reported. It was not reported if the patient was hospitalized for the events. Treatment was not reported. At the time of this report the patient outcome of these events was not reported. Action taken with pd therapy was not reported. Additional information was unable to be obtained.